Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate instrument, resulting lower for both assays. The sample was then repeated twice for na on the original instrument, resulting without change. A new sample obtained from the patient was then tested for sodium on both instruments, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer performed an integrated multisensor technology (imt) power flush and initiated a correlation of 26 patient samples and no flags were produced. After evaluation of the instrument and instrument data, the cse replaced and aligned the imt probe, replaced the imt sensor, ran quality controls and patient samples, all of which resulted within range. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.